Event description:
The customer reported that during use, the lv vent was not working. The perfusionist checked the orientation and it was set up properly. The valve was replaced and the user was able to continue without further incident. The sample was saved and will be returned to quest. Prodcut code 4003103; lot number is unknown.